Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged an inaccurate delivery issue starting in (B)(6) 2015. The patient alleged having brain damage and cystic fibrosis related diabetes, and was reporting a hospitalization. Customer support was uncertain if patient was hospitalized for cystic fibrosis related pneumonia or diabetes related issue. Patient alleges that while hospitalized, the hcp felt the pump wasn't delivering correctly and took patient off the pump, and treated in IV fluids and insulin injections. During troubleshooting, cs found that the basal delivery totals in tdd do not match active basal program total and identified no cause for variation patient does not remember events surrounding hospitalization so it is unclear if the brain damage occurred prior to or during hospitalization but occurred around that time. This complaint is being hospitalized because the history setting issue was not resolved and the patient was unclear if the current hospitalization was diabetes related.